Manufacturer narrative:
The lot was manufactured between september 5-7, 2018. Seven (7) devices were received for evaluation. A visual inspection noted fluid inside the bags that contained the devices due to the untightened blue winged luer caps. The reported condition was verified. The cause of the condition was determined to be due to a compounding issue of not properly tightening the blue winged luer caps. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) small volume intermates were leaking prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) devices (not seven) were received for evaluation. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The samples were being monitored until the next day and no signs of leak were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.